Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that her pump is not keeping time accurately. Over the past two months, she has noted that the time will be off by one hour or more, on a more frequent basis. There is no allegation or indication of a blood glucose excursion related to this event. The pump is being replaced and the patient has a back-up plan if needed. This complaint is being reported due to the allegation that the pump is not accurately keeping time, which may affect insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the data from the time of the reported incident is unavailable for review due to continued pump use. A review of the available data shows no activity outside normal use. A time test was performed and the pump was found to be keeping time within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.